Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: the pump's black box showed that rebooting was occurring immediately after manually setting the time on the date of the reported issue. A low battery warning was confirmed on (B)(6) 2016 at 9:34am. Unconfirmed alarms were observed prior to rebooting. No damage was found to the battery cap or the battery compartment. The battery cap was able to attach securely to the pump. The pump powers on normally with no alarms or issues. The pump was exercised for 24 hours with no power interruptions. The alleged issue was determined to be caused by the patient using a discharged battery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that they were unable to get past the screen asking them to verify the time and date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.